Event description:
I purchased a diva cup to try on my next cycle and tried it on the second day of the cycle. It was hard and slightly painful to install and was extremely painful to remove. I contacted the company and they told me that this was not typical. I called my gynecologist and was told to come in for an exam. I then found many articles online complaining of the pain and problems with removal. I luckily am fine, but I will never use this product again and worry about others. I've only read first hand accounts via online article and do not have access to any medical journals with data about the device.